Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is high but the level was unknown. Customer indicated that he ran out of insulin and that his blood glucose level may have been high due to this. Customer also indicated that there were air bubbles in the reservoir and the infusion sets are painful. Troubleshooting was declined by customer as he only wanted to document the event.